Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the parts involved in the reported event: mtm: the unit was returned for failure analysis, and the reported failure was unable to be reproduced; however, was confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 6 motor will be replaced as a precaution. The mtm2 is no trouble found. Rac: the unit was returned for failure analysis, and the reported failure was replicated by installing this rac into system and testing. It failed error 25580 at start up and also failed to boot up the system. Therefore, the rcm and rdm#2 which was associated with axis 5 will be replaced in the rac to resolve the issue. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the system showed error 23017 during procedure. The customer was unable to recover the fault. Only way to recover system was by disabling mtm-l. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report regarding if any troubleshooting was performed with the assistance of isi technical support engineers. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint and was able to reproduce the reported event. Fse confirmed error 23017 and 25588 in event log pointing to the master tool manipulator left (mtm-l). Hence fse replaced mtm-l and proactively replaced rac1. 5. The system was tested and verified as ready for use. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Isi obtained the following additional information: it was reported that during lymph node dissection the system generated the error. The site attempted troubleshooting on their own. However, the issue persisted. At that the customer had released the instruments using an instrument release kit (irk) and the patient side cart was undocked from the patient. The site called the isi field service engineer (fse) and had the fse go to their site as soon as possible and suspended the surgery for about an hour until the fse arrived. After unsuccessful troubleshooting steps the fse replaced the mtm and the rac to resolve the reported issue. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.

Event description:
Refer toadditional for follow-up information.